Event description:
Clinical trial database. Unruptured pcom aneurysm coiling with 6 coils. Qc-5-15-3d qc-3-8-helix qc-4-8-helix qc-3-8-3d qc-2-8-helix qc-2-2-helix. Complication: non detachment of 6mm coil then unintended detachment. Coil withdrawn without difficulties. No pt injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Registry information. Another countries' registry pertaining to the eval of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2008; enrollment ongoing; target all pts. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.